Manufacturer narrative:
The insulin pump alarmed button error and none of the buttons were responsive due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the b button on the insulin pump wasn't responding. It stopped working on (B)(6) 2014 and didn't recall her blood glucose at that time, current was 64 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.